Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system camera communication became intermittent. The site navigated the first portion of the procedure successfully, then lost communication with the camera. In troubleshooting, the system was re-booted, the camera was connected and tracking for approximately 5 minutes, then stopped communicating and a red x appeared on the camera icon. Following a 30 minute delay, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 a medtronic representative, following-up at the site, reported the issue could not be replicated. (B)(4) 2015 the medtronic representative returned to the site and attempted to re-create the reported issue using a non-sterile frame and probe; moving the camera to all different angles (full 360 in the room) attempting to identify possible wiring issues as the camera moved to different positions and there were no navigation issues and the camera never showed the red x as previously seen. Four hospital staff, including 2 physician assistants, were instructed on proper protocol to use to avoid this issue in the future, and written instructions were attached to a monitor screen including medtronic technical support phone number. Return requested. Replacement transceiver fiber equipment rack i7 shipped to site (B)(4)2015. Suspect part has not been received by manufacturer for analysis. Return requested. Replacement transceiver fiber nav interface rack i7 shipped to site (B)(4) 2015. Suspect part has not been received by manufacturer for analysis. Return requested. Replacement cable extension scu to psu shipped to site (B)(4) 2015. Suspect part has not been received by manufacturer for analysis. Return requested. Replacement cable scu to psu shipped to site (B)(4) 2015. Suspect part has not been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative performed a navigation system check-out; software and instruments areas passed. Hardware test failed due to intermittent camera connectivity. Replaced transceivers in navigation interface unit (niu) and rack. No problems tracking before and after replacement. Issue resolved. System performed as intended. (B)(4) 2015 another medtronic representative at the site reported loading cranial software under verify instruments, camera showed green status and worked as it should. When bringing a probe and frame into the field, the camera went to black status (red cross) and under instruments, displayed disconnected; although the camera still had both lights on green. After a minute, the camera returned to normal green status and the probe and frame could be seen. Ran universal serial bus (usb) viewer and noted all the major components were on-line, i.e. Transceivers, io hub. (B)(4) 2015 a third medtronic representative, following-up at the site, reported the navigation system does not power cycle when there is no microscope tool card added to the procedure. The camera begins to power cycle as soon as a microscope toolcard is added. This is repeatable and consistent and is true for all of the microscope toolcards on the system. (B)(4) 2015 medtronic representative continued working on the scope communication aspect of the camera communication issue. Confirmed that when old bracket tool card was added, the camera would cycle. Also, the bracket card was added, but there was no communication to the scope and it was not being seen in tracking view. Confirmed the scope was visible in a new scope calibration and re-calibrated the scope. In cranial, the medtronic representative was able to see green line of communication and connected tool card. Found that the network cable connected to the can was loose and fastened to the can with a piece of electrical tape. The can will be replaced through related case. Attempted connecting to other two scopes and found one of them connected normally, and the other presented with the same behavior as original calibration (orange line, disconnected tool card). No parts have been received by manufacturer for analysis.

Manufacturer narrative:
The fiber optic transceiver equipment rack was returned for analysis: no issues communicating with the camera at power up. Ran for days and no issues were found. No fault found. The fiber optic navigation interface trasceiver was returned for analysis: no issues communicating with the camera at power up. Ran for 2 days and no issues were found. No fault found. Software investigation completed: unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Suspect a damaged cable but the cables have not been returned for analysis. No further issues reported after parts were replaced.